Event description:
It was reported that the voyager balloon catheter was being used to treat a left anterior descending lesion. The voyager balloon catheter was not able to be inflated and was not able to be seen under the x-ray. Initially they thought they may not have prepped the balloon properly. So they took out the voyager and re-prepped the balloon per the IFU. It still did not inflate. They switched to a different size voyager (3.0 x 12) and it worked fine. Reportedly, there were no patient effects. No additional information was provided. This is being reported based on the analysis of the returned device which difficulties were experienced in deflating the device during functional testing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager rx. Guide wire: ht floppy ii. Guiding catheter: 6f. Stent: driver. Evaluation summary: evaluation of the returned product noted contrast visible in the inflation lumen and on the shaft, which is consistent with preparation. The proximal end of the balloon was tightly folded and the middle portion and distal end of the balloon had relaxed folds, which is consistent with the attempt to pressurize the balloon. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. Negative pressure was pulled in order to measure the deflation times and the balloon did not deflate. The catheter was placed in the water bath for a day with negative pressure applied in an attempt to deflate the balloon. But the balloon still would not deflate. Additional testing was performed as the hub and the nosepiece were removed from the adaption cup of the returned balloon catheter. A new guide wire was inserted at the proximal end of the hypotube, to verify any blockage and the guide wire was inserted through the hypotube without resistance noted. A cut was made 2 cm proximal to the guide wire exit notch and a luer was attached to the proximal end of the cut. Fluid exiting out from the cut was sticky and thick. A new indeflator filled with contrast medium; diluted 1:1 with colored water was used to inflate the balloon to rbp. The balloon inflated to rbp with no anomalies noted. Negative pressure was pulled and the balloon deflated. In this case, it is likely that the contrast mix ratio may not have been improperly diluted and could have contributed to the inflation and deflation difficulties. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Difficulty to inflate/deflate the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation and deflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4).